Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display had vertical lines across it. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The main board needed to be changed to fix this issue. This unit also came in with physical damage. Parts will be replaced and the device will be returned to the customer when a purchase order is received. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display had vertical lines across it.

Manufacturer narrative:
Manufacture narrative: the customer reported that the bsm (bedside monitor) display had vertical lines across it. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The main board needed to be changed to fix this issue. This unit also came in with physical damage. Device was fixed and returned to customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.